Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a driveline infection on 11may2021. Cultures were positive for escherichia coli (e. Coli). A workup included a scope that showed the driveline had been placed through the colon at the original implant. The patient was found to have a colonic fistula with the driveline going through the colon. The patient had an initial sternal debridement in dec2021. They had multiple debridements during the next 3 years. The patient was admitted and discharged multiple times regarding this infection. The infection never completely resolved.